Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the patient underwent an unknown surgery with the tfna long nail, and the patient complained of pain during a postoperative visit. X-rays and CT scans showed that nail breakage due to pseudarthrosis. It was unknown that when the nail breakage occurred because it has been approximately five years since the surgery. No further information is available. This complaint involves one (1) device unk - nails: tfna. This is report 1 of 1 for complaint (B)(4).